Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was not pacing. Pacing and shock impedance measurments were low. The patient was hospitalized and the device was turned off. A chest x-ray showed both leads were pulled back: the atrial lead had no j shape and the tip was still attached. The ventricular lead was straight with the tip still attached and the proximal coil was in the subclavian vein. There was separation of the coil near the distal tip of the distal coil. New leads were implanted and tested with the t165. There was no pacing and impedances were <200 ohms and shock impedance was <20 ohms on slit. A new cardiac resynchronization therapy defibrillator (crt-d) was implanted with the new leads and all measurements were normal.